Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe was broken during a procedure. It seemed to be because the probe was bent to cut carefully. The customer confirmed that he/she always uses the product in the same procedure a company representative reported that the probe did not fall into the eye. The product was replaced and procedure complete with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe complaint sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The needle and cutter were completely broken off at the stiffener sleeve. Foreign matter observed in the inner diameter of the needle port. The sample evaluation does not confirm the needle is bent. The used probe was returned with the needle and inner cutter completely broken off at the stiffener sleeve. Therefore, the complaint evaluation does not confirm that specifically the tip was broken since the entire probe needle was broken off. The exact root cause for how and when the probe needle broke cannot be determined from this evaluation; however, it does not point to a manufacturing related issue. No specific action with regard to this complaint was taken as the root cause for the complaint issue cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).